Event description:
Information received from the (B)(6). Treatment of a large unruptured irregular lobulated sidewall aneurysm measuring 10.8mm x 6.3mm located in the right ica (internal carotid artery). The patient presented with neurological symptoms of dizziness or loss of balance and coordination. The baseline mrs (modified rankin scale) = 0 (no symptoms). On (B)(6) 2013, the patient underwent pipeline (4.00mm x 20mm) embolization treatment. The patient was on antiplatelet therapy prior to the procedure and was give heparin intra-operatively. After pipeline placement, the mrs = 1 (no significant disability, able to carry out all usual activities, despite some symptoms). The scale of roy and raymond = completely occluded. On the same day post procedure, the patient experienced moderate, non-serious, adverse events of diplopia, right eye ptosis, and mild right 3rd nerve palsy. The adverse event was noted as procedure related and resolved on (B)(6) 2013. Medication was given, but the type is unknown.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).